Event description:
Customer reports pt presented with post-operative infection two weeks following ventral hernia repair. Antibiotics provided, incision and drainage of wound site with wound vac, and then wet to dry dressing changes was conducted. Status is reported as unknown.